Event description:
Bard fastrac peg placed in 1999 without initial complication. Pt returned with pain, irritation, and erythema surrounding stoma. External bumper of peg found to have migrated into stoma causing irrigation. Peg removed and replaced with a different device. Pt recovered without further complication.